Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and hdlc3 hdl-cholesterol plus 3rd generation results from three patients on a cobas 6000 c 501 analyzer. On (B)(6) 2022, for patient ID (B)(6), the initial gluc result was 30 mg/dl. The repeat result was 97 mg/dl. The sample was repeated again on another analyzer and the result was 99 mg/dl. The initial result was not reported outside of the laboratory. On (B)(6) 2022, for patient ID (B)(6), the initial hdl result was 141 mg/dl. The repeat result was 50 mg/dl. The sample was repeated again on another analyzer and the result was 52 mg/dl. On (B)(6) 2022, for patient ID (B)(6), the initial gluc result was 23 mg/dl. The repeat result was 93 mg/dl. The sample was repeated again on another analyzer and the result was 94 mg/dl. The initial results were reported outside of the laboratory. The results from the other analyzer were deemed correct. The gluc reagent lot is 574944. The hdl reagent lot is 554431. The expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The field service engineer checked the sample and reagent probes, rinse mechanism, syringes, and photometer. A 25-patient pool precision check was performed successfully. The investigation did not identify a product problem. The cause of the event could not be determined.